Event description:
It was reported that patient experienced neurological dysfunction due to intracranial hemorrhage in left hemisphere. There was some numbness in right arm. A computed tomography was done. They were on Warfarin, Aspirin at the time. Causes of neuropathy was prothrombin time (INR) increased from target range in patients taking warfarin. The patient was admitted from(b)(6) 2026 to (b)(6) 2025. Coagulation factor supplemented was administered by intravenous drip.

Manufacturer narrative:
Manufacturer's Investigation Conclusion:The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the Instructions for Use as a potential adverse event that may be associated with the use of HeartMate 3 Left Ventricular Assist System. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.